Event description:
A (B)(6) male with end stage liver disease, (B)(6) diagnosed in 2008 underwent therasphere treatment on (B)(6) 2010 under (B)(4) approval. He tolerated the procedure but had abdominal pain and CT of (B)(6) 2010 showed gastritis and also progression of tumors in the liver. The physicians mention treatment with tace in the progress notes and discharge summaries, but there are no records in the emr other than the radioembolization with therasphere. He is hospitalized with gi ulcerations and pain 4 times: (B)(6) 2010. After the (B)(6) 2010 hospitalization, he was diagnosed with colorectal cancer as well, and was referred to hospice. The ir physician placed preventative coils in duodenal arteries to prevent shared blood flow prior to treatment.

Manufacturer narrative:
The physicians mention treatment with tace in the progress notes and discharge summaries, but there are no records in the emr other than the radioembolization with therasphere. Evidence of gi ulceration given administration timing of therasphere is consistent with this known potential ae. Difficult to confirm in absence of pathology.